Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2021, approximately over 2 years after the primary surgery on (B)(6) 2019 due to fall. The surgeon explanted the centered glenosphere (36/10), glenoid baseplate (24), humeral cup (36/9) and 4 standard screws (20mm, 25mm and 2 each of 30mm). The humelock reverse stem cementless (36/12) was not explanted. A humeral cup (36/9) was implanted along with the other components from djo's implants.